Manufacturer narrative:
The field service representative found the ise reference tubing was not seated properly and the sodium electrode had a small bubble by the pathway. He replaced the ise tubing and cleared the bubble from the electrode. He performed successful calibration and precision tests. The customer stated qc was within range. The investigation is ongoing.

Event description:
The initial reporter received questionable ise sodium results for 1 patient sample on a cobas integra 400 plus module. The initial result was 150 mmol/l and the repeated result was 139 mmol/l. The repeated result was obtained on a different cobas integra 400 plus module (serial number (B)(4)). The repeated result was believed to be correct. The results were reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The provided instrument alarm trace did not indicate an issue. The investigation determined that the issue found by the field service engineer was the root cause of the event.